Event description:
The hcp reported that the pump was explanted prematurely. The pt was "not getting pain relief/withdrawal symptoms. During refill pump volume discrepancy was noted." The volume discrepancy was noted at the last 2 refills and was "much more than supposed to be." Rotor and catheter studies did not reveal any problems. "Volume discrepancies contributed and symptoms did not improve." The pump was replaced. A follow-up report will be sent when additional information becomes available.